Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient's lead was replaced and effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.